Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet pump, including an overnight low, and had a history of eating snacks or treating preemptively without announcing to the system; the user expressed dissatisfaction with lows and considered discontinuing the pump, while field and clinical teams provided troubleshooting and education to reduce hypoglycemia. Symptoms included hypoglycemia. Outcomes included user-reported impact requiring oral glucose treatment. Investigation included internal clinical support review and outreach by field and clinical teams for training and optimization. Investigation of this case revealed that the cause of hypoglycemia was unclear, with user behavior of unannounced carbohydrate intake potentially affecting system performance, and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.